Manufacturer narrative:
Although the device was not returned for eval, an investigation into the event was conducted. The investigation summary is attached.

Event description:
The quickcat was placed in the lad and functioned ok in thrombus removal. During removal of the device, the doctor felt resistance and in the process ended up crinkling the sheath like a concertina which suggests excessive force in attempting to remove the device. The patient required surgery to remove the device. Add'l info was obtained 08/14/2007, by a company rep visiting the doctor to review the incident. It was further learned that during the procedure, the entire monorail section of the quickcat was in the vessel, outside the guiding catheter. During manipulation of the guidewire, a loop was created just proximal to the monorail exit point of the quickcat. The loop in the guidewire prevented the quickcat from being pulled into the guide catheter. As all the devices were being withdrawn together, add'l resistance occurred at the sheath which crinkled and thus required the devices to be surgically removed at the groin.